Event description:
Boston scientific received information that this patient was seen complaining of heart palpitations. The patient did a hall walk in which time the heart rate got up to the maximum sensing rate and the patient felt shortness of breath (sob). The patients device programming was changed in an effort to alleviate the patient symptoms. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and returned three years later for an unspecified reason.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.